Manufacturer narrative:
(B)(4): the customer reported that they disagreed with the 12-lead interpretation given by the device. There was no report of negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they disagreed with the 12-lead interpretation given by the device. There was no report of negative pt impact.